Event description:
There was a complaint of questionable elecsys troponin t hs results for 1 patient tested with a cobas e801 module. The questionable results were reported outside the laboratory. The doctor in charge did not trust the results and requested a 2nd repeat. The patient¿s initial result was < 0.5 ng/l; the first repeat was 189.0 ng/l, and the second repeat was < 0.5 ng/l. The elecsys troponin t hs used was lot 53095101 and had an expiration date of 31-jul-2022.

Manufacturer narrative:
The customer ran a precision measurement "the following day" [of the event] with two samples. There were no abnormalities. A reagent issue can be excluded as calibration and qc were acceptable. An investigation of the alarm trace found one sample-related alarm on the date of the event at the same time the sample was being tested. The investigation noted the customer¿s documented centrifugation conditions do not match with the sample tube manufacturer¿s recommendations. The customer documented the centrifugation conditions of 7 min at 2600 x g. The sample tube manufacturer¿s recommended centrifugation conditions are 15 min at 2500 x or 10 min at 3000 x g. This is consistent with preanalytical issues. The investigation did not identify a product problem. The cause of the event could not be determined.